Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose less than 20mg/dl on (B)(6) 2024 . Ambulance was called. The low was treated with glucagon. Customer also takes losartan and also takes aspirin with insulin, which can lead to a low blood glucose. The damage to the pump was a crack to the back of the pump in the rails until the battery compartment. Pump had been dropped. They do not know how the pump got damaged but think it might have occurred when they had their low blood glucose. There was no damage to the retainer ring. Troubleshooting was done. Customer does not use auto mode.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump at the back of the pump in the rails until the battery compartment. The customer reported a blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with glucagon. The event involved product(s) mmt-1781k. The troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported low bg event. The customer does not believe the pump is overdelivering. No further patient complications were reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1781k was requested, and the customer response was that the device will be returned.